Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: marker lumen blockage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perlcose proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, during device insertion, arterial luminal marking could not be achieved, indicated by "no pulsating blood flow." A second proglide was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.